Event description:
S/p avr and CABG (B) (6) 2010. Post-op the pt remained intubated on vent with an oral endotracheal tube. The oral endotracheal tube was attached to a hollister (anchor fast) upon arrival to unit. During post-op extubation ((B) (6) 2010), it was noted that the ett holder had left bilateral reddened abrasions on the left upper cheek approximately <.05 cm x .01 cm and right lateral lip/jaw approximately <.05 cm x .01 cm. Inspection of the adhesive barrier (placed on skin) had "raised felt-like area" that coincided with the abrasions on the face.